Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume was less than the expected residual volume. Specific values for volumes were not provided. Hcp (health care provider) stated that at the previous two refills they got "5cc extra back and 11cc extra back." Patient experienced return of symptoms. They were considering to replace pump as it was 8 plus years old and would also check for catheter patency at time of replacement. The drugs infused via the pump were dilaudid and clonidine.